Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer tested on (B)(6) 2015 and received results of 361 mg/dl and 160 mg/dl within 10 minutes. Customer tested on (B)(6) 2015 and received results of 511 mg/dl and 178 mg/dl within 10 minutes. All readings taken on aviva system. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.